Manufacturer narrative:
The returned plastic tray was sent to the particle lab for testing. The tray was visually and microscopically examined and a foreign material was observed. Microscopic examination showed a clear fiber approximately 3.2mm in length. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear fiber's generated ir spectra to a library of spectra finds the best match to be texwipe. The indicated associated cartridge is qualified for use with the lens. The indicated handpiece is not qualified for use with any iol/cartridge combination. Root cause: the root cause for the reported issue could not be determined. The lens remains implanted. Based on the review of the returned used cartridge and the video, the reported foreign material may have been internal coating material from the cartridge tip. The cartridge was damaged. A non-qualified handpiece was indicated. The use of non-qualified combinations may result in delivery issues and/or damage. Lab testing of the returned tray identified a clear fiber; however, comparison of the clear fiber's generated ir spectra to a library of spectra found the best match to be texwipe. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a foreign material was confirmed after implanting an intraocular lens (iol). It is unknown whether it was adhered to the iol or the cartridge. The material was removed and the surgery was completed. Additional information is requested. There are two related reports for this patient. This report addresses the iol, and another manufacturer report will be filed for the cartridge.